Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. If more information becomes available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed two total power failure alarms accompanied by safety reset alarms when the device was powered on. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed two total power failure alarms accompanied by safety reset alarms when the device was powered on. There was no patient harm or serious injury reported as a result of this incident.